Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported that ratcheting handle of the navlock screw driver tip broke off. There was no reported delay and no reported to impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the defective parts were found outside of procedure. The facility does not know how they were damaged.